Event description:
It was reported that a physician was unhappy with his handheld programmer because it kept freezing and he had to take out the batteries to reset the device for it work. The screen had begun freezing about 6 months prior to the report. The screen would freeze after an interrogation was performed.

Event description:
The handheld and flashcard were received on 06/06/2016. Analysis on the handheld was approved on 06/30/2016. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis on the flashcard was approved on 06/30/2016. An analysis was performed on the returned flashcard and the alleged screen freeze complaint is a known issue that has been evaluated and addressed. No issues (beyond the known screen freeze issue) were observed with the retuned flashcard. The flashcard and software performed according to functional specifications.